Manufacturer narrative:
(B)(4). Device MFR date: in the previous medwatch submission, the device MFR date for architect havab-m reagent lot 93794hn00 was incorrectly submitted as (B)(4) 2010. The correct device MFR date was (B)(4) 2010 which has been corrected in this follow up submission. The customer's issue is now being associated with (B)(4) for architect havab-m reagent lot 93794hn00. The remedial correction number has been changed from (B)(4) to (B)(4) to reflect the change in site of manufacture for the suspect medical device and it's associated remedial action number for this issue.

Manufacturer narrative:
(B)(4). Type of remedial action initiated: in the previous submission, the type of remedial action was submitted as a product correction. The type of remedial action taken by abbott was a recall.

Event description:
The customer observed four discrepant (B)(6) results generated from the architect i1000sr analyzer when architect havab-m reagent lot 93794hn00 was in use. Per the instructions the customer received in the abbott product information letter, the customer assayed the (B)(6) patient samples in separate runs. An example of the discrepant havab result is as follows: patient #3 initial result: (B)(6). The customer centrifuged the samples and re-assayed with a different reagent lot and the results were okay. There was no impact to patient management reported by the customer.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect i1000sr analyzer, list # 1l86-01, (B)(4). Insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.